Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day, the patient was diagnosed with peritonitis and the patient began treatment for the event with intraperitoneal (ip) vancomycin, 1 gram, 1 bag, and meropenem, 500 mg, ip, 3 exchanges a day (both for a duration of 14 days). Six days after onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, pd therapy was ongoing. No additional information is available.